Event description:
Report received from the USA stating that during a craniotomy procedure, it was obseved that the motor device "overheated". There was no delay in the surgical procedure, as an identical spare motor device was available. According to the reporter, irrigation was used during the procedure. The surgery was completed successfully. Therefore, no injuries or medical intervention were reported. No additional information is available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and passed all manufacturing specifications. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).